Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer passed away in a hospital. He was hospitalized on (B)(6) 2015. The caller stated that the customer was walking outside, on a very hot day, keeping hydrated, but was not eating. When he got in the cab he stated that he was tired. When he got home, he barely ate, could not get his breath. His son tried CPR, the paramedics arrived but the customer had faint pulse. He was taken to the hospital, in a coma. The official cause of death was cardiac arrest. The customer's blood glucose, at the time of death, is unknown. The customer was not wearing the insulin pump at the time of death; the customer was still wearing the insulin pump when he was taken to the hospital, but it was eventually disconnected by the doctors, at some point. Insulin was administered via fluids. The caller did not have the insulin pump. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.